Manufacturer narrative:
This supplemental report is being submitted to provide the device review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause was not identified. The probable causes of the reported issue likely that the pins in the video connector socket were damaged or foreign objects such as dust were attached, which destabilized the electrical contact point between the scope and the cv and caused the flickering of the endoscopic image. The videoscope cable exera ii is not connected correctly. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the device cv-190 exhibited flickering images. According to the reporter, the intended procedure however was completed with the same device. There was no patient impact or harm was reported due to the incident.